Manufacturer narrative:
The customer performed precision check with qc material and no issues were seen. The customer was informed to check samples before loading onto automation to ensure specimens are sufficiently clotted and spun down. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module. The following data was provided: sid: (B)(6) na initial 163.4 mmol/l, repeat 141.8 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module. The following data was provided: sid:(B)(6) na initial 163.4 mmol/l, repeat 141.8 mmol/l no impact to patient management was reported.